Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited increased thresholds and an impedance measurement anomaly. A lead revision would be considered.